Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user not able to access the machines (use the keyboard) until the maintenance is complete. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer requested the perform maintenance for the machine. A technical support specialist confirmed that the customer reported that one pas station rebooted unexpectedly. They wanted to ensure that no maintenance was scheduled for anaesthesia stations before 2 am. Since anaesthesia stations are hard coded to avoid automatic reboots, the issue was likely due to a sudden power loss or an unexpected reboot. The customer agreed with this assessment and requested the case be closed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user not able to access the machines (use the keyboard) until the maintenance is complete. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.